Event description:
Complainant alleged that the staff of the facility was attempting to defibrillate a pt (age gender, and condition unk) with the use of the multi-function cable and electrodes with the device. The staff charged the device to 200 joules, but they rec'd a "status 90" error message. The staff then plugged the device's powercharger into an ac electrical outlet and attempted to charge the device to 200 joules, but again they rec'd a "status 90" error message. The staff was able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effects on the pt as a result of the reported malfunction.